Event description:
It was reported that the soft key screen lock function was activated during patient ventilation and could not be inactivated. Patient was removed from ventilator and hospital staff could not get the ventilators screen to unlock or power down. Based on video, ventilation continued and was delivering the set pressure (16), respiratory rate (12), peep (9) and fio2 (45). No other details have been provided even after multiple attempts by manufacturer. This MDR will be updated once more details are obtained.